Event description:
It was reported by the customer that the motor freezes up in the middle of the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
Date sent to FDA: 07/25/2007. Damage to drive connector/coupling conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.